Event description:
It was reported that the pump's alarm vibration was too low. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.